Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient lead was breaking through the skin. The patient underwent an explant procedure and explanted device will not be return.